Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed into two segments ¿ an is-1 and tip segment, approximately 10cm and 42cm in length respectively. Resistance and hipot tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Low pace impedance measurements were observed and it was noted that the physician could not obtain an acceptable measurement. The lead was subsequently extracted and inspected; blood was noted within the lead insulation. As such the physician elected to implant an alternate lead without further issue. No adverse patient effects were reported.